Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced urethral erosion leading to a perforation with an artificial urinary sphincter (aus) cuff. A surgical procedure was performed in which the existing device was removed. There were no device malfunctions associated with the explanted device. The patient fully recovered following the procedure.